Event description:
This unsolicited device case from (B)(4) was received on (B)(6) 2014 from a physician (surgeon). This case concerns a (B)(6) year old female patient who developed arthritis and hydroarthrosis/joint effusion while receiving treatment with synvisc. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number and expiration date: not provided) into the left knee for gonarthrosis. On (B)(6) 2014, after the patient was found to have positively responded to synvisc, the second dose of synvisc was given. It was reported that, after the second injection the patient enjoyed a favorable condition for a while. On (B)(6) 2014, arthritis and hydroarthrosis in the left knee (joint effusion) were noted when the patient visited the reporting hospital. It was reported that the effusion was removed by arthrocentesis. (The amount of removed fluid was unknown). On an unknown date, a bacteriological examination was performed which showed negative results. As of (B)(6) 2014, c-reactive protein (crp) level was 1.1 mg/dl, and a high white blood cells (wbc) level as well as persisting inflammation were noted. Action taken: stopped temporarily. Corrective treatment: not reported for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Arthritis (arthritis): reporting surgeon's seriousness assessment: serious (medically significant) reporting surgeon's causality assessment: highly probable. Company casuality: possible for both the events. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: in this case, the casual role of synvisc cannot be excluded for the occurrence of arthritis; however, the lack of information regarding the medical history and concomitant medications of the patient precludes the complete case assessment.